Event description:
It was reported that erosion of a bulking implant material was noted in 2006 during a pubovaginal sling procedure. The pt was treated with the 2nd bulking material four months prior. The pt complained via phone call to dr four days after that when she urinated, it felt like the implant material came out and she experienced burning during urination. The dr prescribed levaquin for a 5 day treatment. A culture was not performed and pt was not examined. The pt was examined the following month, a urine culture was performed and it was positive with 50 to 100 lactobacillus species. Twelve days later, the pt complained of urinary tract infection symptoms. A urine cutlure was performed five days later and was negative. Via cystoscopy 2 weeks later, the dr observed edema within the urethra and attributed it to the implant material had extruded out. Two months later, the dr observed full thickness erosion while performing a pubovaginal sling. The pt is believed to have passed the implant. The pt was described as much improved following the sling procedure. Injection details are as follows: treatment volume per side is 1-1/2 ml, time needle was held at injection site was approx 1 min, the position in relation to the bladder neck was 4 o'clock and 8 o'clock.

Manufacturer narrative:
The lot number is unk, therefore, no review of the device history record could be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include pts with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethra mucosal lining. Baseline report previously provided. To facilitate root cause analysis of erosion, bard created a cause and effect diagram. In this diagram, we analyzed impact of accessories, implant material, pt specific factors and injection technique factors. Bard conducted a retrospective review of genyx and bard dmrs (device master record). As submitted in the PMA supplement for a facilities both dmrs are equivalent in all relevant aspects including: materials, quantities of dmso and evoh, mixing time and temperature; the processes for mixing, transfer, filing, sealing the vial, capping and labeling operations; and in process and final test and inspection requirements. A review of bard dhrs (device history record) from june 2005 to july 2006 found that 1) all raw materials were found to be within spec and 2) all 14 lots were manufactured using the same procedures, methods, inspections and specs as approved in the PMA. The mfg parameters related to quantity of dmso and evoh, mixing time and temperature were within the acceptable ranges. The review verified that each lot produced was manufactured in accordance with the dmr. The lot number for this complaint was not provided, therefore, it is not possible to identify the applicable DHR. Based on our DHR review, no changes were noted, and therefore, the implant material and impact accessories have been eliminated as a root cause. Based on this process of elimination, pt selection and injection technique were identified as the most likely root causes for the erosion report. Bard's root cause analysis identifies pt selection and injection technique as potential contributing factors to successful pt outcomes. Bard performed a review of adverse events reported for exposed material, erosion and necrosis on a per physician basis. The analysis showed that the events were reported across multiple physicians with few occurrences (=<2). Bard has consulted with an expert in urogynecology regarding his clinical experience with tegress. He provided a clinical expert review of the severity of adverse events and the importance of proper pt selection and injection technique to reduce adverse event reports. The clinical expert opinion confirmed our conclusion that proper pt selection and injection technique are contributors to exposed material. Bard's existing physician training program and the IFU focuses on proper pt selection and injection techniques. Consistent with the IFU, bard has emphasized these critical factors by sending all users tip sheets and a direct mailer from a key medical opinion leader.